Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (B)(6) 2013, during night drain cycle eight. The patient's ultrafiltration reading was 1860ml, indicating the home patient (hp) drained 1460ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the event history log. The cause of the issue was determined to be an insufficient drain, as the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.